Manufacturer narrative:
(B)(4). The analysis results found that it was received with the cam cracked. Upon functional testing of the device, clips with gap were formed due to the received condition of the cam. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clips would not advance. Another device was used to complete the case. There were no adverse consequences to the patient.